Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The logfile shows 4 treatments and all were performed successfully without any interruption or other deviation. The user was able to achieve good suction values for the reported treatment and also during the treatment the values stayed stable. Further the treatment was completed 100% and with stable energy. So no abnormalities or other issues can be detected in the logfiles which could have contribute the reported issue. Clinical review shows laser settings are within the recommended limits and ring placement appears to be good. Treatment report shows a semicircular appearance of opaque bubble layer (obl) at the location of the incision. It cannot be definitely determined if this obl is the cause of the reported event, but it should be the most probable reason. No technical root cause could be determined as the system is performing within specifications. Most probable reason could be obl at the location of the incision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the incision to a corneal pocket was not created. There was no laser etching in the clear cone that would indicate an incision and the surgeon could not locate an incision. The patient was released and will be rescheduled at a later date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient had a corneal pocket created temporally at 250 um depth. The incision of the pocket did not open which could have been because the connector was lengthened too much and the incision was placed outside the meniscus. The patient had another pocket created superiorly at 275 um depth and the inlay was successfully implanted one month later. The patient had a central corneal abrasion at the one day post-op and a bandage contact lens was placed on the eye. The patient was given topical steroid eye drops and topical tear drops. The patient was seen approximately one month postoperatively and complained of double vision at distance, intermediate and near vision poor, and the eye appeared dilated. The patients ocular comfort has improved and the bandage contact lens was removed. The patient was seen at two months post-op and stated having a hard time reading at near and has to wear reading glasses. The patient was seen at five months post-op and noted near vision was not what was expected and worse than before the inlay was placed. The patient was told to continue the topical tear drops. The inlay was removed six months post-op and the patient's cornea looks good but patients vision is still very blurry.